Event description:
It was reported that the charger for the ilet system stopped working, with the status light flickering and never showing a solid charge indication despite attempts with different outlets and verifying proper connections and lack of obstructions. Customer care provided support that included complaint handling, and replacement of the charger. Investigation of this case revealed a suspected charger malfunction consistent with failure to charge. No clinical effects reported. Outcomes included no impact to health and no medical intervention or hospitalization. It was concluded that the event involved a device component issue with the charger and that a replacement was provided.